Manufacturer narrative:
Updated information: d4 (UDI number), d9 (returned date), h2.6 (annex b, c and g codes) device evaluation: medtronic led an evaluation of the provided images, the device data logs and the returned bipolar maryland forceps. Evaluation of the first provided image shows the housing of the instrument and the serial number matching the reported bipolar maryland forceps. The second image shows the distal end of the bipolar maryland forceps and the jaws were closed with no observed damage. Visual inspection of the bipolar maryland forceps noted there was no corrosion on the electrical contacts. There was no damage noted to the jaws of the instrument. Upon microscopic inspection of the drive cables, there was no damage noted. Functionally, the jaws were manipulated into multiple position in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was conducted and all tests were passed, with no abnormalities noted. Evaluation of the device data logs indicate the bipolar maryland forceps had a use count of three and a use time of three hundred and thirty minutes upon attachment. Logs are unable to detect hardware issues such as difficulty opening and closing the jaws of an instrument. Additionally, an unreported instrument error that has no relationship to the reported condition was found during analysis. Prior to exchanging the bipolar maryland forceps, the bipolar maryland forceps's drive coupler positions were outside of specified limits due to repeated rapid jaw commands. The bipolar maryland forceps was replaced to resolve the issue. Evaluation of the bipolar maryland forceps noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause. However, based on the information provided in the event, the suspected or most likely cause of the failure was component failure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the greater curvature operation for a distal gastrectomy procedure, with a patient in the operating room and under anesthesia, discomfort was felt during the opening and closing operating of the bipolar maryland forceps. The condition of the bipolar maryland forceps was checked and no particular damage was found. The bipolar maryland forceps was replaced with a new instrument to resolve the issue. Took three minutes to resolve the issue. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the greater curvature operation for a distal gastrectomy procedure, with a patient in the operating room and under anesthesia, discomfort was felt during the opening and closing operation of the bipolar maryland forceps. The condition of the bipolar maryland forceps was checked and no particular damage was found. The bipolar maryland forceps was replaced with a new instrument to resolve the issue. Took three minutes to resolve the issue. There was no reported patient injury.